Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. No photo available for evaluation. Device history record review showed no functional issues related to corrugated component involved in this complaint 1680 (corr-a-flex tubing ,100 ft roll) batch 74k1401383 during the manufacture of the material. No corrective action can be established at this moment since the device sample or pictures of it are not available for evaluation. Customer complaint cannot be confirmed based only on the information provided, to perform a proper investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility and it is not being manufactured at the time. If the device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the tubing had a hole in it and could not be used.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there was a hole in the tubing. Based on the visual exam, the reported complaint was confirmed. Although the complaint was confirmed, a root cause for the issue could not be determined. A conclusion code could not be chosen as the complaint was confirmed; however, a root cause was not established.

Event description:
The customer alleges that the tubing had a hole in it and could not be used.